Event description:
It was reported that in 2002, pt underwent abdominal surgery whereupon gynecare intergel was spread throughout their abdomen. The pt "suffered and continues to suffer severe and permanent injuries." Additional info received in 2005 noted that in 2002, pt underwent unspecified abdominal surgery and gynecare intergel was spread throughout their abdomen. Shortly following the surgery, the pt developed pain and swelling and other unspecificed injuries.